Event description:
It was reported in 2007, a stenting procedure of the ica (internal carotid artery). While advancing, the stent prematurely deployed. There were no patient complications and the patient's condition was good. Requests for additional information have been unsuccessful to date.

Manufacturer narrative:
No reported patient complications and patient condition was good. Stent location is unknown; however, return of the device is expected. Add'l: h020002/s5.